Event description:
It was reported that, "the original date of surgery was approximately a week before the revision. The femoral head disassociated form the rejuvenate modular neck. The surgeon is unsure as to whether it was fully seated at time of primary, if tissue obstructed seating, or if there was a failure between the head and neck taper. The hospital will not release x-rays of op notes."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.